Event description:
It was reported that this right ventricular (rv) lead required a revision intervention due to a perforation of the heart wall and high pacing thresholds. The procedure was successfully completed and the patient received antibiotics. No additional adverse patient effects were reported.